Event description:
During a call to fresenius technical support on 06/apr/2024 for drain complications encountered during treatment on the liberty select cycler, this peritoneal dialysis (pd) patient stated he had an infection in his belly 8 days prior and was taking medication. The patient stated the drain complications started around the same time as the infection. Additional information was obtained from the patient on (B)(6) 2024 documenting that the infection had resolved. The patient also reported the medication was for 3 days. Attempts to follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if it was related to dialysis.

Manufacturer narrative:
Correction provided in a.3. Correction: g3 - the date received was incorrectly reported on the initial submission of this MDR as 04/08/2024. The correct date is 04/06/2024.

Manufacturer narrative:
Correction provided in h6 and h10. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
During a call to fresenius technical support on 06/apr/2024 for drain complications encountered during treatment on the liberty select cycler, this peritoneal dialysis (pd) patient stated he had an infection in his belly 8 days prior and was taking medication. The patient stated the drain complications started around the same time as the infection. Additional information was obtained from the patient on 08/apr/2024 documenting that the infection had resolved. The patient also reported the medication was for 3 days. Attempts to follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if it was related to dialysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
During a call to fresenius technical support on (B)(6) 2024 for drain complications encountered during treatment on the liberty select cycler, this peritoneal dialysis (pd) patient stated he had an infection in his belly 8 days prior and was taking medication. The patient stated the drain complications started around the same time as the infection. Additional information was obtained from the patient on 08/apr/2024 documenting that the infection had resolved. The patient also reported the medication was for 3 days. Attempts to follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) were unsuccessful. It is unknown what type of infection the patient was diagnosed with or if it was related to dialysis.